Manufacturer narrative:
(B)(4). Date sent: 12/13/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the device lot e24010044, and batch number e240000026/e230000321 no non-conformances were identified. Fg date of mfg:2024-01-24;fg expiration date: 2027-01-23. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staple. How was the bleeding controlled? -clip and suture sewing. How much blood was lost (ml)? -unknown. Did the patient require a transfusion? -unknown. Could you please clarify if there were any patient consequences? -no. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? -no.

Event description:
It was reported that during the surgery, after fired, the staple line and cut line are both complete. Noted bleeding. No additional information could be provided.